Event description:
Account experienced multiple patient samples resulting zero results including bun, co2, creatinine, glucose and total protein. When rerun, the results would come back into the normal range. The field service representative repaired the instrument by replacing sample system components.